Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: please provide timeline of events. Procedure date? Was it (B)(6) 2019? Unknown. When was the leak noticed? Was it also (B)(6) 2019? Post op. Was buttressing material used? No. How was the leak identified? Unknown. Where on staple line was the leak? Apex-blue reload gst60b. How was the leak addressed during revision? Unknown. Were there any staple formation issues noticed throughout care of patient? Unknown. What is the current patient status? Recovered. Any long term impairment for the reported patient? No.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please provide timeline of events. Was buttressing material used? How was the leak identified? Where on staple line was leak? How was the leak addressed? Were there any staple formation issues noticed throughout care of patient? What is the current patient status?

Event description:
It was reported that a leak occurred post operatively of a sleeve gastrectomy. The surgeon referred to the echelon flex+ and causal. No further description given other than he was changing to the competitor device because of this issue. Revision due to a staple line leak.